Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter (s-ICD) system, the physician attempted to perform standard induction testing. However, the induced ventricular fibrillation (vf) repeatedly self-resolved before the s-ICD was able to deliver therapy. The physician then delivered a manual 10 joule shock which confirmed in-range impedance (55 ohms). X-ray and fluoroscopic imaging were performed, which the physician believed the system placement to be appropriate. However, the field representative suspected the position was suboptimal. All three sensing vectors seemed acceptable. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the s-ICD system placement was likely suboptimal. Ts recommended performing additional shock testing to confirm whether malignant tachyarrhythmia is able to be converted via the device. Additionally, if the induction failure persists following a potential system repositioning, ts recommended performing an external induction. Recently. Additional shock testing was performed under sedation. The patient's vf was successfully induced, converted with a 65 j shock, and exhibited an in-range shock impedance measurement of 55 ohms. Due to the satisfactory result, the physician elected to continue with normal monitoring. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter (s-ICD) system, the physician attempted to perform standard induction testing. However, the induced ventricular fibrillation (vf) repeatedly self-resolved before the s-ICD was able to deliver therapy. The physician then delivered a manual 10 joule shock which confirmed in-range impedance (55 ohms). X-ray and fluoroscopic imaging were performed, which the physician believed the system placement to be appropriate. However, the field representative suspected the position was suboptimal. All three sensing vectors seemed acceptable. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the s-ICD system placement was likely suboptimal. Ts recommended performing additional shock testing to confirm whether malignant tachyarrhythmia is able to be converted via the device. Additionally, if the induction failure persists following a potential system repositioning, ts recommended performing an external induction. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.